Event description:
On (B)(6) 2012, the patient contacted animas alleging that he experienced a low blood glucose (bg) of 30 mg/dl and was unresponsive the morning of (B)(6) 2012. The patient stated that the evening of (B)(6) 2012 he was at a gathering and was covering carbohydrate intake in stages. The patient stated that at 5 am on (B)(6) 2012 a family member called paramedics because he was unresponsive and his bg was 30 mg/dl. The patient was reportedly treated with IV dextrose and was not taken to the hospital. Customer support reviewed the pump with the patient and found all settings and histories were correct. During troubleshooting the patient admitted that he was guessing at the amount of carbohydrates he had consumed on (B)(6) 2012 and may have guessed incorrectly, leading to incorrect bolus amounts. The pump is not being returned at this time, and the patient has continued insulin pump therapy. Troubleshooting indicated that use error was a cause or contributor to the reported bg excursion, and there was no indication of a pump malfunction at the time of troubleshooting. This complaint is being reported because the patient allegedly experienced hypoglycemia while using insulin pump therapy with use error as a factor in the reported incident.

Manufacturer narrative:
Follow-up #1: date of submission 06/03/2015. Device evaluation: the device has been returned and evaluated by product analysis on 05/20/2015 with the following findings:the black box data started on 04/20/2015. The black box data and pump histories from the time of the alleged incident were unavailable for review due to continued pump use. A review of the current total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. No delivery defects were found on investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.